Manufacturer narrative:
H6: results code: product performance engineering could not determine a definite root cause to the visibility of only one marker during the procedure. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon, shaft and sidearm and in the guide wire lumen. There was contrast on the balloon and shaft and in the balloon and inflation lumen. The balloon was tightly folded. Both the proximal and distal balloon markers were present. There was a bend in the hypotube 14.5cm proximal to the guide wire exit notch. There was no other damage to the catheter noted. The balloon was pressurized to verify the location of the balloon markers with a new indeflator. The distal balloon shoulder was located within the width of the distal balloon marker. The proximal balloon marker was located in the proximal balloon taper. No part of the proximal balloon marker width was located near the proximal balloon shoulder. Product performance engineering has reviewed the case description and analysis of the returned device. The analysis was unable to confirm the complaint, as both distal and proximal markers were present on the catheter. Upon further investigation, both proximal and distal tungsten balloon markers were visible under fluoroscopy. A definite root cause to the visibility of one marker during the procedure could not be determined. Factors that may contribute to the visibility of the markers can be, but not limited to, patient anatomy, morphology, and position of the cameras. The analysis discovered that the width of proximal balloon marker was not located at or within the proximal balloon shoulder. The root cause of the mislocation of the proximal balloon marker appears to have occurred due to a manufacturing anomaly. Bend damage was also observed on the returned device. Since the bend damage was not observed during preparation prior to the procedure or during the procedure, suggests the bend damage likely occurred after the procedure due to handling or transport back to abbott. In addition, the bend damage does not appear to contribute to the reported difficulty. A field discrepancy notice (fdn) was initiated to evaluate the manufacturing process related to the marker placement. Further investigation and any implemented corrective action will be documented on the fdn issue. Product performance engineering and/or the respective business unit, quality engineering group, may perform trending. This MDR is considered closed by the product performance group.

Event description:
Reporting status: voyager conditions of approval. Reporting rationale: analysis of the returned device revealed that the width of the proximal balloon marker was not located at or within the proximal balloon shoulder. The root cause of the mislocation of the proximal balloon marker appears to have occurred due to a manufacturing anomaly. This is being reported based on the root cause identifying a failure of the device to meet the specifications established in the approved PMA that could not cause or contribute to death or serious injury, but are not correctable by the adjustments or other maintenance procedures described in the approval labeling. Device issue: mislocation of the proximal balloon marker.